Event description:
Per the audiologist, in late 2007 (exact date not reported), the pt had an infection, thinning skin and tissue break down around the implant site. The pt was treated with IV antibiotics. The area was cleaned, irrigated and a skin flap was placed over the site. Reportedly, the site healed well. In 2008 (date not reported), the skin around the implant site showed signs of thinning and break down. The surgeon placed a "large scalp flap" over the site. Reportedly the site healed well with no signs of infection. In the following month, the pt again presented with the same thinning skin flap and had developed a scab in the implant area. The surgeon reported that the receiver/stimulator package is positioned well behind the sound processor and there is no direct pressure over the implant site. The pt's condition will be monitored and if the skin flap continues to deteriorate, a revision surgery will be scheduled.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (date of surgery unknown). It is unknown if the patient was reimplanted with a new device.